Manufacturer narrative:
The malfunction was duplicated and the dock connector board was replaced to resolve the malfunction. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device will not power on. Complainant did not indicate that there was any patient involvement in the reported malfunction.